Event description:
It was reported that during a right renal angioplasty, the blade of the 2cm peripheral cutting balloon was found to be lifted upon withdrawal. The lesion being treated was a moderate in-stent restenosis on the order of 50-60%. Initial angioplasty was performed with an unknown manufacturer's 7mm x 2cm balloon, but the balloon kept moving due to a watermelon seeding effect. Then, the 2cm peripheral cutting balloon was inflated to unknown atms successfully. Follow up angiography showed less than 10% residual stenosis. However, upon removal, one blade of the 2cm peripheral cutting balloon was found to be partially lifted. There was no patient implication, and the procedure was completed with this device. Patient status was reported as "fine".